Event description:
It was reported that this pacemaker went from a battery status of 2 years remaining to elective replacement indicator (eri) 9 months later. The device then reached explant indicator 1 month following eri. The device battery was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession, however, the return has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker went from a battery status of 2 years remaining to elective replacement indicator (eri) 9 months later. The device then reached explant indicator 1 month following eri. The device battery was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession, however, the return has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. It was noted that the device exceeded labeled longevity estimates, which, resulted in over projection of the remaining longevity. When the voltage dropped below the nominal expectations, it resulted in a rapid change in the longevity projection. The product has been received for analysis.

Manufacturer narrative:
Laboratory analysis confirmed that the referenced device experienced normal battery depletion; the device's battery met specification, the power consumption was stable, and the current drain of the hybrid circuit was normal. It was determined that the device experienced difficulty calculating the estimated remaining longevity due to a higher-than-expected remaining battery voltage. This resulted in the observed fluctuations in remaining longevity. However, it is expected that the longevity remaining estimates would have stabilized prior to the device eventually reaching the explant replacement indicator.

Event description:
It was reported that this pacemaker went from a battery status of 2 years remaining to elective replacement indicator (eri) 9 months later. The device then reached explant indicator 1 month following eri. The device battery was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession, however, the return has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. It was noted that the device exceeded labeled longevity estimates, which, resulted in over projection of the remaining longevity. When the voltage dropped below the nominal expectations, it resulted in a rapid change in the longevity projection.